Manufacturer narrative:
The device was not returned for evaluation. A review of the device history records was performed which confirmed no inconsistencies. A root cause could not be determined due to the device not being returned for evaluation. (B)(4).

Event description:
After an unknown procedure it was reported that there was metal shedding. Additional information received stated the surgeon flushed/irrigated the site and used an additional shaver to remove particulate from the patient.